Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was found unconscious at 0300. The display device did not alarm because the egv was reportedly inaccurate. The patient had no preceding symptoms and the bg was not checked. The egv at that time was not remembered. The husband immediately called the ambulance that arrived at 0305. Upon arrival, the bg by ems was 1200 mg/dl and the egv was not documented. Ems administered insulin as per what the husband stated. The patient was hallucinating, disoriented, and confused during this time. The patient was also treated with steroids and antibiotics for unspecified conditions. The patient was hospitalized and discharged on (B)(6) 2024. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.